Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connection tube was by stress of repeated use, external factors such as hitting, or handling of the device. Loss of image could not be confirmed so no root cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofiberscope image had missing edges. The device was returned and an evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one millimeter square (1mm2) or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The image guide had significant breakages. There were few additional findings. Distal end had a chip. Adhesive on bending section cover had a chip. Connecting tube was wrinkled. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to a dent on channel tube, channel cleaning brush could not be inserted smoothly. Light guide lens was dirty. Bending tube was damaged. Connecting tube had a dent. Eyepiece had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.